Event description:
3 pauses noted; interrogation found device at por. Reprogrammed and 1 hour later at por. Replaced for questionable malfunction, intermittent output, syncopal seizures, 30-second pauses